Manufacturer narrative:
(B)(4). The customer reported that the unit showed a power interrupted screen message. There was no report of patient involvement. The customer reported to a philips representative that 3 batteries were completely drained down which caused this reported issue. The customer was able to charge the batteries in the mrx and with an external cadex charger. The customer stated that the batteries were 6 years old but that their budget did not allow them to purchase more at the present time. The customer was informed by the philips representative to replace the batteries after 2 years of use. The customer is aware of this and stated that they will order new batteries when they start to see signs of failures. The 3 old batteries have been fully charged and they are back in use at the customer site.

Event description:
The customer reported that the unit showed a power interrupted screen message. There was no report of patient involvement.